Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, which may require intervention are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for perforation of cardiac structures during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and fixation of the tvp to prevent ventricle perforation. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the transcatheter heart valve valve. Per the procedure didactic, if difficulty crossing is experienced the operator is advised to put tension on the wire and pull the system back and re-advance. Several factors can make it difficult to cross the native valve, including heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, and a kinked flex catheter. In addition, the procedure didactic outlines the steps necessary to ensure smooth movement of the balloon catheter during valve alignment and to make fine adjustments. In this case, the cause of the pericardial effusion cannot be confirmed; however, it was reported that it may have occurred during manipulations with the guide wire, as the physician had difficulty during crossing of the native valve and positioning of the guide wire. The physician thought perhaps they caught the papillary wall or the wire and/or nosecone perforated the pericardium. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, a pericardial effusion occurred, requiring removal of approximately 350cc of blood from the pericardium. Initially, the valve was advanced with some difficulty crossing the annulus, while the wire kept losing position and moving throughout the ventricle. The physician had to move the valve back and forth across the annulus to gain better parallax to the native annulus, causing the wire and nosecone quite a bit of movement. During positioning of the valve the patient had wide open ai and the pressure dropped below 60mmhg. The physicians decided at this point to take another angio during pacing and deploy the valve to remedy this ai. Once the valve was deployed, echo demonstrated a pericardial effusion and central ai. Chest compressions were started and a pericardial tap was performed. During this sequence the patient went into v-fib and was shocked four times to return to normal sinus rhythm. Approximately 350cc of blood was removed from the pericardium and protamine was administered to help clot the blood. After the pericardial tap, the patient stabilized and echo continued to demonstrate good positioning of the valve with no ai. The physicians mentioned that during wire placement they had difficulty and the wire would not form in the correct position for deployment. They thought perhaps they caught the papillary wall or the wire and/or nosecone perforated the pericardium.